Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the atrial and ventricular leads. The noise could not be reproduced in the clinic. After the followup was completed, when the patient tried to get up, the noise appeared on the real-time egm. The physician reprogrammed the device.